Event description:
It was initially reported that the patient experienced rotation in both eyes by 26 degrees in the right eye and 20 degrees in the left eye. Through further follow-up, it was learned that a week after the intraocular lens was implanted, the right eye was noted to have a rotation of approximately 30 degrees and the left eye approximately 40 degrees. The patient was not particularly unhappy with her vision but surgeon planned on doing a repositioning on (B)(6) 2014. The intraocular lens from the patient's left eye was explanted and it was determined that there will be no secondary procedure for the patient's right eye.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer for evaluation. Visual inspection with the unaided eye showed the lens delivered in a zip lock bag. The lens was identified as a tecnis toric acrylic 1-piece intraocular lens because of the presence of markings. Visual inspection using a microscope at 12x magnification revealed the lens was contaminated but intact and undamaged. Based on the visual inspection no non-conformance was expected. The information does not indicate any relationship with the iol design or manufacturing. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Manufacturer narrative:
Implant date: (B)(6) 2013. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Is this a single-use device that was reprocessed and reused on a patient? No. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). Manufacturing records were reviewed: the review of the documentation and testing presented in the manufacturing record were found within product specifications. No deviation or non-conformance (ncr) related to the customer claim was generated. All pertinent information available to the manufacturer has been submitted. Placeholder.